Event description:
Customer alleged heard a crack then the next thing the back leg snapped the pin sheered. No injury alleged.

Manufacturer narrative:
The consumer is an (B)(6). The consumers daughter stated that the consumer was sitting on the rollator seat talking on the phone when the pin on the left rear leg sheared off. The consumer fell to the floor and was bruised. The daughter took the rollator to the dealer with the paperwork and the dealer immediately gave the daughter a replacement unit. No RMA issued at this time, but the dealer will be obtaining an RMA to send the unit back to invacare for an inspection and evaluation. Minor injury but no medical intervention.